Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing the fresenius 2008t hemodialysis system and the serious adverse events of allergic reaction, vomiting, loss of consciousness and cardiac arrest, which required, CPR measures and hospitalization. The definitive cause of the events is unknown; therefore, causality cannot be firmly established. However, per the treatment record and discharge summary, it was documented the patient likely suffered an allergic reaction to the IV vancomycin administered post-treatment. Based on the information available, the fresenius 2008t hemodialysis system can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A voluntary medwatch was received which reported that a patient on hemodialysis (hd) for renal replacement therapy (rrt) experienced a suspected allergic reaction to intravenous (IV) vancomycin, administered following hd therapy on (B)(6) 2020. The treatment record from (B)(6) 2020 indicated the patient arrived for their regularly schedule hd treatment. The patient¿s pre-treatment vital signs consisted of a blood pressure (b/p) = 143/60 (sitting), heart rate (hr) = 58, respirations = 20 and 1+ lower extremity edema. Hd was initiated at 09:29 without difficulty and concluded at 13:39 without incident. Post treatment vitals: b/p = 129/60, hr = 77, respirations = 16. Following hd therapy, the patient was given IV vancomycin 1000 mg x1 at 13:48. Shortly after the infusion began, the patient reported feeling ¿ill¿ at which point they vomited and became unresponsive (eyes fixed). Emergency services were contacted and cardiopulmonary resuscitation (CPR) measures were initiated (timeline not provided). The patient was transported to the hospital. Per the hd treatment record, the vancomycin was discontinued and added to the patient¿s list of allergies. The discharge summary was received revealed the patient recently (date not provided) underwent a right great toe amputation due to a non-healing ulcer and osteomyelitis. Following the procedure, the patient was placed on intravenous (IV) vancomycin (dose, frequency, duration not provided) for a (B)(6) infection (specifics not provided). The record stated that the patient experienced a cardiac arrest during hd therapy after receiving the IV vancomycin. CPR was initiated with good effect, and the patient regained consciousness. The discharge summary states the patient possibly experienced an anaphylactic reaction (shock) to the IV vancomycin. The patient was transferred to another acute hospital for continued evaluation. While hospitalized, the patient experienced a drop in hemoglobin (5.6) and guaiac positive stools. The patient underwent an esophagogastroduodenoscopy (egd) which diagnosed ulcerative colitis, nonbleeding esophagitis, and a duodenal ulcer. The patient¿s plavix was placed on hold upon discovery of the duodenal ulcer, and the patient received multiple units of packed red blood cells (specifics not provided). The patient has recovered from the events and was discharged home in stable condition on (B)(6) 2020.

Manufacturer narrative:
Correction: a4: the estimated dry weight was initially reported as 77 kg, however the patient's treatment record indicated that the estimated dry weight was 75 kg. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.